Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 had been broken, and the registered nurse and the user had been unable to access the medications in the drawer to give to patients. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 had two broken rails, one of which had cut the cable of the drawer latch sensor. The field service engineer (fse) replaced both rails and the sensor. Later, the fse discovered that drawer 7 in the auxiliary unit had a bad rail and a damaged retractor band, which were also replaced both. The drawer had never failed again; the issue was resolved. The system functioned as intended after the field service engineer repaired the device.